Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -7.5 diopter, implantable collamer lens was implanted and removed within the same surgery due to lens tear/break during injection/delivery into the eye.there was no patient injury.on (B)(6) 2021 a replacement lens was implanted and the problem resolved. Cause os event is unknown.